Event description:
A cassi rotational core biopsy device was returned to sanarus medical for failure analysis and rec'd on 7/11/05 following a complaint that it would not "power on." When the device was examined at sanarus on 7/18/05, it was discovered that the device was split along its handle body. We had no report of this event from the physician site. The device was intact when it was shipped back to sanarus for analysis of the "would not power on" complaint. The device had apparently been shipped back to sanarus with a pressurized co2 canister pierced and in place. This can cause the device to become over-pressurized if exposed to high temperatures. It is likely that overpressurization due to high temperatures and/or damage during shipping ruptured the main valve chamber with enough force to split the handle body. This device was not used on a pt and there was no user injury.

Manufacturer narrative:
There was no pt injury. The device was not used in a pt. There was no user injury. Visual exam of the device revealed a split in the main valve chamber and the device body resulting from overpressure or damage during shipping. The IFU contains disposal instructions that require the user to turn the cap counter-clockwise to release the co2, only disposing of the device once the gas has been vented. Furthermore, the IFU contains warnings advising the user to turn the co2 canister counter-clockwise to release co2 pressure if the device malfunctions, and to handle and dispose of according to instructions.